Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated to her right rib, right coil migration of upper right liver area"), fallopian tube perforation ("perforation right fallopian tube"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("abortion"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision problems"), uterine haemorrhage ("uterine bleeding"), abdominal pain ("abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over"), muscle spasms ("abdominal spasms"), vomiting ("nausea and vomiting") and myocardial infarction ("symptoms of a heart attack") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004). Concurrent conditions included tubal ligation since 8-sep-2010, cholecystectomy since (B)(6) 2011, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), epinephrine and medroxyprogesterone (depo provera). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("pain on her back"), chest pain ("pain under the right rib"), nausea ("nausea"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2006, 1 year 4 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and migraine ("migraines"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient experienced menorrhagia ("continuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2010, the patient experienced abdominal pain (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant) and alopecia ("hair loss"). In 2011, the patient experienced myocardial infarction (seriousness criterion medically significant) and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing") and sneezing ("sneezing"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (abdominal surgery to remove coil), surgery (full hysterectomy) and surgery (cataract surgery). Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain, constipation and musculoskeletal chest pain had resolved and the fallopian tube perforation, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, depression, migraine, feeling abnormal, allergy to metals, weight increased, nerve block, cough and sneezing outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered allergy to metals, alopecia, constipation, cough, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, migraine, musculoskeletal chest pain, nerve block, sneezing, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: (B)(6). Diagnostic results: date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. In 2006: patient found out she was pregnant. In 2010: md removed device laparoscopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left superior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . Most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporters, concomitant, historical drugs, conditions, new events fallopian tube perforation, genital bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, fatigue, constipation, hair loss, depression, migraine, brain fog, metal allergy, vision problems, weight gain, nerve block, rib area pain, cough, sneezing, uterine bleeding and symptom pelvic pain. Event "device migrated to right rib" amended to "device migrated to right rib, right coil migration of upper right liver area, event "abdominal pain" changed to "abdominal pain, severe and persistent upper right quadrant pain".events outcome as recovered added for rash, abdominal pain, constipation, headache, rib pain . Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 20-sep-2012. The most recent information was received on 02-oct-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated to her right rib, right coil migration of upper right liver area"), fallopian tube perforation ("perforation right fallopian tube"), device breakage ("fragmented specimen / portions of metallic spiral wire within myometrium"), embedded device ("spiral wire embedded within the myometrium"), pregnancy with contraceptive device ("pregnant"), device expulsion ("spiral wire embedded within the myometrium"), abortion spontaneous ("abortion"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision problems"), uterine haemorrhage ("uterine bleeding"), abdominal pain upper ("abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over"), muscle spasms ("abdominal spasms"), vomiting ("nausea and vomiting") and myocardial infarction ("symptoms of a heart attack") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004). Concurrent conditions included tubal ligation since (B)(6) 2010, cholecystectomy since (B)(6) 2011, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), epinephrine and medroxyprogesterone (depo provera). In 2004, the patient experienced weight increased ("weight gain"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced back pain ("pain on her back"). In (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2006, 1 year 4 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and depression ("depression"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2009, the patient experienced chest pain ("pain under the right rib"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant) and alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"), headache ("headaches"), myocardial infarction (seriousness criterion medically significant), migraine ("migraines") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced menorrhagia ("constinuous heavy bleeding and clotting during her menstrual cycle, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing"), sneezing ("sneezing"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), abdominal pain lower ("lower abdominal pain") and painful respiration ("pain with breathing"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (abdominal surgery to remove coil / hysterectomy), surgery (full hysterectomy), surgery (abdominal surgery to remove coil), surgery (abdominal surgery to remove coil), surgery (abdominal surgery to remove coil) and surgery (cataract surgery). Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation and musculoskeletal chest pain had resolved, the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, feeling abnormal, allergy to metals, nerve block, cough, sneezing, bladder disorder, urinary tract disorder, abdominal pain lower and painful respiration outcome was unknown and the alopecia and weight increased had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, constipation, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, migraine, musculoskeletal chest pain, nerve block, painful respiration, sneezing, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180. Tubal ligation - laparoscopic bilateral tubal cauterization. She had pregnancy in early 2006 and termination of pregnancy on (B)(6) 2006. Diagnostic results: date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left superior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting. Air trapping or interstitial lung disease. 2. Borderline splenic enlargement. (B)(6) 2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross_ description - "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received - new event 'bladder problem, urinary problem or change, vision problem, lower abdominal pain, pain and breathing, plaintiff had not underwent essure confirmation test" were added. Outcome were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 20-sep-2012. The most recent information was received on 06-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated to her right rib, right coil migration of upper right liver area/found rt side 3 coils and left side had 5 coils on outside of tube'), fallopian tube perforation ('perforation right fallopian tube'), device breakage ('fragmented specimen / portions of metallic spiral wire within myometrium'), embedded device ('spiral wire embedded within the myometrium/there are three portions of metallic spiral wire embedded within the myometrium'), device expulsion ('spiral wire embedded within the myometrium'), pregnancy with contraceptive device ('pregnant/six weeks pregnant'), abortion spontaneous ('abortion'), genital haemorrhage ('abnormal bleeding (general)'), visual impairment ('vision problems'), uterine haemorrhage ('uterine bleeding'), abdominal pain upper ('abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over'), muscle spasms ('abdominal spasms'), vomiting ('nausea and vomiting'), myocardial infarction ('symptoms of a heart attack') and cholelithiasis ('gallstones') in a 33-year-old female patient who had essure (ess205) (batch no. 12260177-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1991, (B)(6) 2003, (B)(6) 2004), lower abdominal pain and dysfunctional uterine bleeding. Date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left 8uperior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. (B)(6) 2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross_ description - "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concurrent conditions included cholecystectomy since (B)(6) 2011, tubal ligation since (B)(6) 2010, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anesthetics, anesthetics, local, epinephrine and medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced back pain ("pain on her back/back hurts like crazy"). In (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced cataract ("vision/eye problems : cataracts both eyes"). On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2006, the patient experienced menorrhagia ("continuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced chest pain ("pain under the right rib"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), alopecia ("hair loss") and hypertension ("blood and heart disorder: high blood pressure."). In 2011, the patient experienced nausea ("nausea"), headache ("headaches"), myocardial infarction (seriousness criterion medically significant), migraine ("migraines") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing"), sneezing ("sneezing"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), abdominal pain lower ("lower abdominal pain"), painful respiration ("pain with breathing"), pain in extremity ("I hate putting on my shoes and trying them. This pinching pain is everyday"), stress ("stress"), tissue injury ("tissue damage"), thrombosis ("blood clot"), levator syndrome ("I've had such bad spasms in my pelvic area the last week more than usual and sharp pain"), diarrhoea ("diarrhea"), gluten sensitivity ("gluten allergy"), abdominal pain ("abdominal pain"), cholelithiasis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and infection ("infection"). The patient was treated with hysterectomy, surgery (abdominal surgery to remove coil, abdominal surgery to remove coil / hysterectomy, cataract surgery, full hysterectomy and gallbladder removal), upper gi/colonoscopy, cholecystectomy , colonoscopy, and . Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation, musculoskeletal chest pain and hypertension had resolved, the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, feeling abnormal, allergy to metals, nerve block, cough, sneezing, bladder disorder, urinary tract disorder, abdominal pain lower, painful respiration, cataract, pain in extremity, stress, tissue injury, thrombosis, levator syndrome, diarrhoea, gluten sensitivity, abdominal pain, cholelithiasis, fibromyalgia and infection outcome was unknown and the alopecia and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, cataract, cholelithiasis, constipation, cough, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gluten sensitivity, hypertension, infection, levator syndrome, migraine, musculoskeletal chest pain, nerve block, pain in extremity, painful respiration, sneezing, stress, thrombosis, tissue injury, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180. Tubal ligation - laparoscopic bilateral tubal cauterization. She had pregnancy in early 2006 and termination of pregnancy on (B)(6) 2006. Onset date of weight gain was 2004 as per source. Surgery details : (diagnostic laparoscopy with localizing the peritoneal foreign body and removal of peritoneal foreign body). (B)(6) 2010 (bilateral tubal ligation). (B)(6) 2012 (supracervical hysterectomy (uterus only) - laparoscopic supracervical hysterectomy). Discrepancy noted in essure insertion date: 2004 reported in social media. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2006: results: the wire loops for right tubal ligation had fallen; on (B)(6) 2008: results: right tubal ligations device is seen outside. Computerised tomogram thorax - on (B)(6) 2011: results: diffuse bilateral ground glass opacities. Ultrasound pelvis - on (B)(6) 2006: results: questionable spring in the left 8uperior lateral. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion" lot number 12260177 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media was received. New event infection was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5026501) on 20-sep-2012. The most recent information was received on 02-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated to her right rib, right coil migration of upper right liver area/found rt side 3 coils and left side had 5 coils on outside of tube'), fallopian tube perforation ('perforation right fallopian tube'), device breakage ('fragmented specimen / portions of metallic spiral wire within myometrium'), embedded device ('spiral wire embedded within the myometrium/there are three portions of metallic spiral wire embedded within the myometrium'), device expulsion ('spiral wire embedded within the myometrium'), pregnancy with contraceptive device ('pregnant/six weeks pregnant'), abortion spontaneous ('abortion'), genital haemorrhage ('abnormal bleeding (general)'), visual impairment ('vision problems'), uterine haemorrhage ('uterine bleeding'), abdominal pain upper ('abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over'), muscle spasms ('abdominal spasms'), vomiting ('nausea and vomiting') and myocardial infarction ('symptoms of a heart attack') in a 33-year-old female patient who had essure (ess205) (batch no. 12260177-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004), lower abdominal pain and dysfunctional uterine bleeding. Date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. On (B)(6) 2006: patient found out she was pregnant. On (B)(6) 2010: md removed device laposcopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left superior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. On (B)(6) 2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross description: "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concurrent conditions included cholecystectomy since (B)(6) 2011, tubal ligation since (B)(6) 2010, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anesthetics, anesthetics, local, epinephrine and medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced back pain ("pain on her back/back hurts like crazy"). In (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced cataract ("vision/eye problems : cataracts both eyes"). On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2006, the patient experienced menorrhagia ("continuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced chest pain ("pain under the right rib"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), alopecia ("hair loss") and hypertension ("blood and heart disorder: high blood pressure."). In 2011, the patient experienced nausea ("nausea"), headache ("headaches"), myocardial infarction (seriousness criterion medically significant), migraine ("migraines") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing"), sneezing ("sneezing"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), abdominal pain lower ("lower abdominal pain"), painful respiration ("pain with breathing"), pain in extremity ("I hate putting on my shoes and trying them. This pinching pain is everyday"), stress ("stress"), tissue injury ("tissue damage"), thrombosis ("blood clot"), levator syndrome ("I've had such bad spasms in my pelvic area the last week more than usual and sharp pain"), diarrhoea ("diarrhea"), gluten sensitivity ("gluten allergy"), abdominal pain ("abdominal pain"), cholelithiasis ("gallstones") and fibromyalgia ("fibromyalgia"). The patient was treated with hysterectomy, surgery (abdominal surgery to remove coil, abdominal surgery to remove coil / hysterectomy, cataract surgery and full hysterectomy), upper gi/colonoscopy, cholecystectomy , colonoscopy, and . Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation, musculoskeletal chest pain and hypertension had resolved, the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, feeling abnormal, allergy to metals, nerve block, cough, sneezing, bladder disorder, urinary tract disorder, abdominal pain lower, painful respiration, cataract, pain in extremity, stress, tissue injury, thrombosis, levator syndrome, diarrhoea, gluten sensitivity, abdominal pain, cholelithiasis and fibromyalgia outcome was unknown and the alopecia and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, cataract, cholelithiasis, constipation, cough, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gluten sensitivity, hypertension, levator syndrome, migraine, musculoskeletal chest pain, nerve block, pain in extremity, painful respiration, sneezing, stress, thrombosis, tissue injury, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180.tubal ligation - laparoscopic bilateral tubal cauterization. She had pregnancy in early 2006 and termination of pregnancy on (B)(6) 2006. Onset date of weight gain was 2004 as per source. Surgery details : (diagnostic laparoscopy with localizing the peritoneal foreign body and removal of peritoneal foreign body). (B)(6) 2010 (bilateral tubal ligation). (B)(6) 2012 (supracervical hysterectomy (uterus only). Laparoscopic supracervical hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2006: results: the wire loops for right tubal ligation had fallen; on (B)(6) 2008: results: right tubal ligations device is seen outside. Computerised tomogram thorax - on (B)(6) 2011: results: diffuse bilateral ground glass opacities. Ultrasound pelvis - on (B)(6) 2006: results: questionable spring in the left superior lateral. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion" lot number 12260177 is invalid. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events pain in extremity, stress, tissue damage, blood clot, levator syndrome, diarrhea, gluten allergy, abdominal pain, gallstones, fibromyalgia was added. Aka name was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5026501) on 20-sep-2012. The most recent information was received on 26-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated to her right rib, right coil migration of upper right liver area"), fallopian tube perforation ("perforation right fallopian tube"), device breakage ("fragmented specimen / portions of metallic spiral wire within myometrium"), embedded device ("spiral wire embedded within the myometrium"), pregnancy with contraceptive device ("pregnant"), device expulsion ("spiral wire embedded within the myometrium"), abortion spontaneous ("abortion"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision problems"), uterine haemorrhage ("uterine bleeding"), abdominal pain upper ("abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over"), muscle spasms ("abdominal spasms"), vomiting ("nausea and vomiting") and myocardial infarction ("symptoms of a heart attack") in a 33-year-old female patient who had essure (ess205) (batch no. 12260177-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004). Concurrent conditions included tubal ligation since (B)(6) 2010, cholecystectomy since (B)(6) 2011, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anesthetics, anesthetics, local, epinephrine and medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced back pain ("pain on her back"). In (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced cataract ("vision/eye problems : cataracts both eyes"). On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2006, the patient experienced menorrhagia ("continuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced chest pain ("pain under the right rib"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), alopecia ("hair loss") and hypertension ("blood and heart disorder: high blood pressure."). In 2011, the patient experienced nausea ("nausea"), headache ("headaches"), myocardial infarction (seriousness criterion medically significant), migraine ("migraines") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing"), sneezing ("sneezing"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), abdominal pain lower ("lower abdominal pain") and painful respiration ("pain with breathing"). The patient was treated with hysterectomy, surgery (abdominal surgery to remove coil, abdominal surgery to remove coil / hysterectomy, cataract surgery and full hysterectomy), upper gi/colonoscopy, cholecystectomy , colonoscopy, and . Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation, musculoskeletal chest pain and hypertension had resolved, the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, feeling abnormal, allergy to metals, nerve block, cough, sneezing, bladder disorder, urinary tract disorder, abdominal pain lower, painful respiration and cataract outcome was unknown and the alopecia and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cataract, constipation, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hypertension, migraine, musculoskeletal chest pain, nerve block, painful respiration, sneezing, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180.tubal ligation - laparoscopic bilateral tubal cauterization. She had pregnancy in early 2006 and termination of pregnancy on (B)(6) 2006. Onset date of weight gain was 2004 as per source. Surgery details : (diagnostic laparoscopy with localizing the peritoneal foreign body and removal of peritoneal foreign body). (B)(6) 2010 (bilateral tubal ligation). (B)(6) 2012 (supracervical hysterectomy (uterus only) - laparoscopic supracervical hysterectomy). Diagnostic results: date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left 8uperior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. (B)(6) 2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross_ description - "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion" lot number 12260177 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated to her right rib, right coil migration of upper right liver area"), fallopian tube perforation ("perforation right fallopian tube"), device breakage ("fragmented specimen / portions of metallic spiral wire within myometrium"), embedded device ("spiral wire embedded within the myometrium"), pregnancy with contraceptive device ("pregnant"), device expulsion ("spiral wire embedded within the myometrium"), abortion spontaneous ("abortion"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision problems"), uterine haemorrhage ("uterine bleeding"), abdominal pain upper ("abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over"), muscle spasms ("abdominal spasms"), vomiting ("nausea and vomiting") and myocardial infarction ("symptoms of a heart attack") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004). Concurrent conditions included tubal ligation since (B)(6) 2010, cholecystectomy since (B)(6) 2011, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), epinephrine and medroxyprogesterone (depo provera). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("pain on her back"), chest pain ("pain under the right rib"), nausea ("nausea"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2006, 1 year 4 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and migraine ("migraines"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient experienced menorrhagia ("constinuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant) and alopecia ("hair loss"). In 2011, the patient experienced myocardial infarction (seriousness criterion medically significant) and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing") and sneezing ("sneezing"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (abdominal surgery to remove coil), surgery (full hysterectomy), surgery (abdominal surgery to remove coil), surgery (abdominal surgery to remove coil), surgery (abdominal surgery to remove coil) and surgery (cataract surgery). Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation and musculoskeletal chest pain had resolved and the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, depression, migraine, feeling abnormal, allergy to metals, weight increased, nerve block, cough and sneezing outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered allergy to metals, alopecia, constipation, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, migraine, musculoskeletal chest pain, nerve block, sneezing, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180. Diagnostic results: date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left 8 superior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. (B)(6) 2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic. Supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern. Myometrium: adenomyosis. Gross_ description: "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion". Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Events- "fragmented specimen / portions of metallic spiral wire within myometrium, spiral wire embedded within the myometrium", reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 20-sep-2012. The most recent information was received on 18-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated to her right rib, right coil migration of upper right liver area"), fallopian tube perforation ("perforation right fallopian tube"), device breakage ("fragmented specimen / portions of metallic spiral wire within myometrium"), embedded device ("spiral wire embedded within the myometrium"), pregnancy with contraceptive device ("pregnant"), device expulsion ("spiral wire embedded within the myometrium"), abortion spontaneous ("abortion"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision problems"), uterine haemorrhage ("uterine bleeding"), abdominal pain upper ("abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over"), muscle spasms ("abdominal spasms"), vomiting ("nausea and vomiting") and myocardial infarction ("symptoms of a heart attack") in a 33-year-old female patient who had essure (ess205) (batch no. 12260177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6)1991, (B)(6)2003, (B)(6)2004). Concurrent conditions included tubal ligation since (B)(6)2010, cholecystectomy since (B)(6)2011, ankle operation since (B)(6)2008 and lower abdominal pain. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), epinephrine and medroxyprogesterone acetate (depo provera). On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 days after insertion of essure (ess205). In (B)(6)2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced back pain ("pain on her back"). In (B)(6)2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6)2005, the patient experienced cataract ("vision/eye problems : cataracts both eyes"). On (B)(6)2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2006, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6)2006, the patient experienced menorrhagia ("continuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced chest pain ("pain under the right rib"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), alopecia ("hair loss") and hypertension ("blood and heart disorder: high blood pressure."). In 2011, the patient experienced nausea ("nausea"), headache ("headaches"), myocardial infarction (seriousness criterion medically significant), migraine ("migraines") and feeling abnormal ("brain fog"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6)2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6)2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing"), sneezing ("sneezing"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), abdominal pain lower ("lower abdominal pain") and painful respiration ("pain with breathing"). The patient was treated with hysterectomy, surgery (abdominal surgery to remove coil, abdominal surgery to remove coil / hysterectomy, cataract surgery and full hysterectomy), upper gi/colonoscopy, cholecystectomy , colonoscopy, and . Essure (ess205) was removed on (B)(6)2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation, musculoskeletal chest pain and hypertension had resolved, the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, feeling abnormal, allergy to metals, nerve block, cough, sneezing, bladder disorder, urinary tract disorder, abdominal pain lower, painful respiration and cataract outcome was unknown and the alopecia and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cataract, constipation, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hypertension, migraine, musculoskeletal chest pain, nerve block, painful respiration, sneezing, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180.tubal ligation - laparoscopic bilateral tubal cauterization. She had pregnancy in early 2006 and termination of pregnancy on (B)(6)2006. Onset date of weight gain was 2004 as per source. Surgery details : (diagnostic laparoscopy with localizing the peritoneal foreign body and removal of peritoneal foreign body). (B)(6)2010 (bilateral tubal ligation). (B)(6)2012 (supracervical hysterectomy (uterus only) - laparoscopic supracervical hysterectomy). Diagnostic results: date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver.(B)(6)2012: pathology - showed adenomyosis. On (B)(6)2006, pelvic ultrasound showed impression: 1. Questionable spring in the left superior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6)2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6)2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6)2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. (B)(6)2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross_ description - "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: plaintiff fact sheet received: lot number added. New events blood and heart disorder: high blood pressure, vision/eye problems : cataracts both eyes were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated to her right rib, right coil migration of upper right liver area"), fallopian tube perforation ("perforation right fallopian tube"), device breakage ("fragmented specimen / portions of metallic spiral wire within myometrium"), embedded device ("spiral wire embedded within the myometrium"), pregnancy with contraceptive device ("pregnant"), device expulsion ("spiral wire embedded within the myometrium"), abortion spontaneous ("abortion"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision problems"), uterine haemorrhage ("uterine bleeding"), abdominal pain upper ("abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over"), muscle spasms ("abdominal spasms"), vomiting ("nausea and vomiting") and myocardial infarction ("symptoms of a heart attack") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004). Concurrent conditions included tubal ligation since (B)(6) 2010, cholecystectomy since (B)(6) 2011, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anaesthetics (anesthesia), bupivacaine (marcaine), epinephrine and medroxyprogesterone (depo provera). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("pain on her back"), chest pain ("pain under the right rib"), nausea ("nausea"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2006, 1 year 4 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and migraine ("migraines"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient experienced menorrhagia ("constinuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant) and alopecia ("hair loss"). In 2011, the patient experienced myocardial infarction (seriousness criterion medically significant) and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In december 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing") and sneezing ("sneezing"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (abdominal surgery to remove coil), surgery (full hysterectomy), surgery (abdominal surgery to remove coil), surgery (abdominal surgery to remove coil), surgery (abdominal surgery to remove coil) and surgery (cataract surgery). Essure (ess205) was removed on 12-dec-2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation and musculoskeletal chest pain had resolved and the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, depression, migraine, feeling abnormal, allergy to metals, weight increased, nerve block, cough and sneezing outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered allergy to metals, alopecia, constipation, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, migraine, musculoskeletal chest pain, nerve block, sneezing, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180 diagnostic results: date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver.(B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left 8uperior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. 12-dec-2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross_ description - "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), cough, depression, weight gain, menorrhagia, dysmenorrhea, pelvic pain, headache, vaginal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, embedded device, device expulsion" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5026501) on (B)(6) 2012. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated to her right rib, right coil migration of upper right liver area/found rt side 3 coils and left side had 5 coils on outside of tube'), fallopian tube perforation ('perforation right fallopian tube'), device breakage ('fragmented specimen / portions of metallic spiral wire within myometrium'), embedded device ('spiral wire embedded within the myometrium/there are three portions of metallic spiral wire embedded within the myometrium'), device expulsion ('spiral wire embedded within the myometrium'), pregnancy with contraceptive device ('pregnant/six weeks pregnant'), abortion spontaneous ('abortion'), genital haemorrhage ('abnormal bleeding (general)'), visual impairment ('vision problems'), uterine haemorrhage ('uterine bleeding'), abdominal pain upper ('abdominal pain, severe and persistent upper right quadrant pain, pinching or stabbing abdominal from coughing, sneezing or bending over'), muscle spasms ('abdominal spasms'), vomiting ('nausea and vomiting'), myocardial infarction ('symptoms of a heart attack') and cholelithiasis ('gallstones') in a 33-year-old female patient who had essure (ess205) (batch no. 12260177-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 2003, (B)(6) 2004), lower abdominal pain and dysfunctional uterine bleeding. Date not specified: ultrasound, (nos) - showed the essure coil on the right side of her fallopian tube was missing. Date not specified: x-ray, (nos) - showed the device had migrated to her right rib. 2006: patient found out she was pregnant. 2010: md removed device laposcopically from the pelvis and it was by her liver. (B)(6) 2012: pathology - showed adenomyosis. On (B)(6) 2006, pelvic ultrasound showed impression: 1. Questionable spring in the left superior lateral aspect of the uterus. The exact location is difficult to determine with this study, however I feel h is likely in the cornua. On (B)(6) 2006, abdominal x-ray showed impression: the wire loops for right tubal ligation had fallen off and is in the right upper quadrant. On (B)(6) 2008, abdominal x-ray showed impression: right tubal ligations device is seen outside of the tube located anterior at the iliac crest. On (B)(6) 2011, computerised tomogram thorax showed impression: 1. Diffuse bilateral ground glass opacities suggesting air trapping or interstitial lung disease. 2. Borderline splenic enlargement. (B)(6) 2012 : pathology report : final pathologic diagnosis: uterus, laparoscopic supracervical hysterectomy: fragmented specimen. Portions of metallic spiral wire within myometrium. Endometrium: secretory pattern myometrium: adenomyosis gross_ description - "uterus essure spring" and consists of 152 g, 14 x 4.5 x 5 cm aggregate of pink-tan morcellated uterus. The serosal surfaces are suspicious areas identified. There are portions of pink-tan to red-brown endometrium with a thickness up to 0.3 cm. There are three portions of metallic spiral wire embedded within the myometrium with a length up to 4 cm and a diameter just less than 0.1 cm. No cervix or adnexal structures are grossly appreciated. Representative sections are submitted in four cassettes. Concurrent conditions included cholecystectomy since (B)(6) 2011, tubal ligation since (B)(6) 2010, ankle operation since (B)(6) 2008 and lower abdominal pain. Concomitant products included anesthetics, anesthetics, local, epinephrine and medroxyprogesterone acetate (depo provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 days after insertion of essure (ess205). In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2005, the patient experienced back pain ("pain on her back/back hurts like crazy"). In (B)(6) 2005, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2005, the patient experienced visual impairment (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced cataract ("vision/eye problems : cataracts both eyes"). On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2006, the patient experienced menorrhagia ("constinuous heavy bleeding and clotting during her menstrual cycle, menorrhagia"). In 2007, the patient experienced rash ("rashes, rashes on arms, neck, jawline and hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and allergy to metals ("nickel allergy"). In 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced chest pain ("pain under the right rib"). In 2010, the patient experienced abdominal pain upper (seriousness criterion medically significant), muscle spasms (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), alopecia ("hair loss") and hypertension ("blood and heart disorder: high blood pressure."). In 2011, the patient experienced nausea ("nausea"), headache ("headaches"), myocardial infarction (seriousness criterion medically significant), migraine ("migraines") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2017, the patient underwent nerve block ("intercostal nerve block"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), musculoskeletal chest pain ("severe and persistent pain in upper rib area"), cough ("coughing"), sneezing ("sneezing"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), abdominal pain lower ("lower abdominal pain"), painful respiration ("pain with breathing"), pain in extremity ("I hate putting on my shoes and trying them. This pinching pain is everyday"), stress ("stress"), tissue injury ("tissue damage"), thrombosis ("blood clot"), levator syndrome ("I've had such bad spasms in my pelvic area the last week more than usual and sharp pain"), diarrhoea ("diarrhea"), gluten sensitivity ("gluten allergy"), abdominal pain ("abdominal pain"), cholelithiasis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and infection ("infection"). The patient was treated with hysterectomy, surgery (abdominal surgery to remove coil, abdominal surgery to remove coil / hysterectomy, cataract surgery, full hysterectomy and gallbladder removal), upper gi/colonoscopy, cholecystectomy , colonoscopy, and . Essure (ess205) was removed on (B)(6) 2012. In 2006, the pregnancy with contraceptive device and abortion spontaneous had resolved. In 2014, the rash had resolved. At the time of the report, the device dislocation, headache, abdominal pain upper, constipation, musculoskeletal chest pain and hypertension had resolved, the fallopian tube perforation, device breakage, embedded device, device expulsion, genital haemorrhage, visual impairment, uterine haemorrhage, back pain, chest pain, nausea, muscle spasms, vomiting, myocardial infarction, menorrhagia, adenomyosis, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, depression, migraine, feeling abnormal, allergy to metals, nerve block, cough, sneezing, bladder disorder, urinary tract disorder, abdominal pain lower, painful respiration, cataract, pain in extremity, stress, tissue injury, thrombosis, levator syndrome, diarrhoea, gluten sensitivity, abdominal pain, cholelithiasis, fibromyalgia and infection outcome was unknown and the alopecia and weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, abortion spontaneous, adenomyosis, back pain, chest pain, device dislocation, headache, menorrhagia, muscle spasms, myocardial infarction, nausea, pregnancy with contraceptive device, rash and vomiting with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, cataract, cholelithiasis, constipation, cough, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gluten sensitivity, hypertension, infection, levator syndrome, migraine, musculoskeletal chest pain, nerve block, pain in extremity, painful respiration, sneezing, stress, thrombosis, tissue injury, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180.tubal ligation - laparoscopic bilateral tubal cauterization. She had pregnancy in early 2006 and termination of pregnancy on (B)(6) 2006. Onset date of weight gain was 2004 as per source. Surgery details : (diagnostic laparoscopy with localizing the peritoneal foreign body and removal of peritoneal foreign body). (B)(6) 2010 (bilateral tubal ligation). (B)(6) 2012 (supracervical hysterectomy (uterus only) - laparoscopic supracervical hysterectomy). Discrepancy noted in essure insertion date: 2004 reported in social media. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2006: results: the wire loops for right tubal ligation had fallen; on (B)(6) 2008: results: right tubal ligations device is seen outside. Computerised tomogram thorax - on (B)(6) 2011: results: diffuse bilateral ground glass opacities. Ultrasound pelvis - on (B)(6) 2006: results: questionable spring in the left superior lateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.